Event description:
1 of 2 reports. Other mfg report number: 3013886523-2023-00338. A facility reported a hakim valve (ID 823832) and a bactiseal catheter (ID 823072) were implanted on (B)(6) 2022. On (B)(6) 2023, the physician found that there was a hollow on patient's head and the physician suspected over-drainage. Therefore, the physician tried to adjust the pressure of the valve while it could not be adjusted. The valve and catheter remain implanted. Patient status: in coma.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, a possible root cause could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.